Manufacturer narrative:
The reported reader (mbga107-h0796) has been returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. Upon strip insertion, an error message was observed therefore the reader was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and debris contamination was observed in the strip port. Therefore, this issue is not confirmed to a use issue.sections h-6 (evaluation codes) and h-10 ( addtl mfg narrative) have been updated.

Event description:
Customer reported that the test strips were not recognizable and received an error message on the display of his adc freestyle libre 2 reader and was therefore unable to test. Customer experienced seizure and required treatment with "jubin" sugar by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection performed on the returned reader and no issues were observed. An error message was observed during the investigation therefore the reader was sent for further investigation and de-cased. Visual inspection performed on the returned reader and contamination was observed on the strip port. Further investigation was not performed as the test strips were not returned. No malfunction or product deficiency was identified. An extended investigation has also been performed and there was no indication that the product did not meet specification. The precision strips were not returned, and a valid serial number was not provided. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. A stability and clinical review have been conducted and this review has found no indication of any product stability performance issues or clinical performance issues. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the test strips are returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the test strips were not recognizable and received an error message on the display of his adc freestyle libre 2 reader and was therefore unable to test. Customer experienced seizure and required treatment with "jubin" sugar by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the test strips were not recognizable and received an error message on the display of his adc freestyle libre 2 reader and was therefore unable to test. Customer experienced seizure and required treatment with "jubin" sugar by his wife. There was no report of death or permanent injury associated with this event.